Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl -suspected, seroma-late, capsular contracture baker grade IV, infection (late onset) and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl -suspected, seroma-late, capsular contracture baker grade IV, infection (late onset), lymphadenopathy, rupture.

Event description:
Patient reported for right side ¿axillary lymphadenopathy¿, ¿periprosthetic fluid that could correspond to extracapsular rupture", "a thick aspirate consisting of a mixed inflammatory background with a predominance of polymorphonuclear cells and thickening of the prosthesis due a probable inflammatory process¿, ¿cyst¿, ¿a nodule on MRI¿, "capsular contracture baker grade IV", "fluid collection", "infection", "pain", "bleeding secretion", alcl-lymphoma suspected (since histopathological markers are not reported and alcl cannot be confirmed). The device remains implanted.